Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter, after a colectomy there was post-op bleeding. The reporter could not specify how much bleeding occurred. The device used was an eea31 with a potential lot # of p5l0433kx, p6a0391kx or p6a0392kx . The bleeding was managed on an unknown date by dilatation and endoscopic checking in the or. It was unknown whether anesthesia was administered. A transfusion was not required. The staple line was complete and there was proper staple formation. The patient's prior medical and comorbidities were unknown. No reinforcement material was used.